Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that she had a stroke, heart attack, and a stint. The doctor wanted to remove the stint but did not because it was blocked possibly by scar tissues. It was stated that the cause of her death was diabetes, hypertension, and congestive failure, but has not yet seen the coroner's report, and this is what is writing in her death certificate. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.